Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s). The patient was admitted to the emergency room but no treatment for low magnesium was given. A new sample was obtained from the patient and was tested in a different lab, resulting normal. The original sample was repeated on the same instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to a discordant, falsely low mg result.

Manufacturer narrative:
The initial MDR 2432235-2015-00145 was filed on march 27, 2015. Additional information (05/08/2015): a siemens regional support center (rsc) specialist contacted the customer. The customer stated that the discordant, falsely low magnesium result was an isolated event. The customer proactively put mitigation in place on the centralink to prevent further errors from being reported. The sample was inspected visually but there was no evidence of an integrity issue. Precision testing and quality controls were within the acceptable ranges. The customer did not obtain any other discordant results. The cause of a discordant, falsely low magnesium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on an advia 2400 instrument. The discordant result was reported to the physician(s), who questioned it. The patient was admitted to the emergency room but no treatment for low magnesium was given. A new sample was obtained from the patient and was tested in a different lab, resulting normal. The original sample was repeated on the same instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to a discordant, falsely low mg result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they performed a precision testing for magnesium, which was acceptable. The cause of a discordant, falsely low magnesium result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.